Event description:
During several (3-4) gastrostomy procedures, a cook flow 20 percutaneous endoscopic gastrostomy set was used. While the physician pulled the tube through the skin of the patient the tube disconnected where the hard part of the dilator connected to the flexible portion of the tube. Each time they had to remove the broken portion and start the procedure over. It is unknown if the user was able to maintain full control of both ends of the tube while in the patient at all times after separation occurred. Our attempts to collect add'l info regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the patient was adversely impacted. Information regarding lot number provided with the device returned for evaluation: w3337169: mfg. Date 9/24/2013; exp. Date 9/24/2014. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for the reported observation could not be determined. A visual inspection confirmed the dilator tube separated from the coupling/connector at the joint. The separation did not cause any breaks or cracks in the tubing. A visual inspection confirmed the dilator tube separated from the coupling/connector at the joint. The separation did not cause any breaks or cracks in the tubing. The major and minor barbed outside diameters (od) were measured with calipers on the connector. The major barbed outside diameters (od) measured to be within the specification. The minor barbed outside diameters (od) measured to be within the specification. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The product said to be involved was returned in an open tray from a lot number w3337169 that differs from the unknown lot number in the report. The device history record for the potential lot number said to be involved was reviewed. A discrepancy or anomaly was ot observed with the product that was released for distribution.

Manufacturer narrative:
Investigation conclusions: feeding tube separation can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will air in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.